Event description:
Per the audiologist, the patient was no longer able to receive benefit from the device after undergoing an emergency appendectomy. An integrity test was attempted however there was no response from the device. Explant and reimplantation is planned. But had not taken place at the time of this report.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per patient's surgeon, the patient was implanted on the contralateral side on (B)(6), 2010.(B)(4).